Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 105mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.